Manufacturer narrative:
No labeling anomaly noted. Unit had a missing end cap sticker. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at (B)(4) inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. Unit failed vibrate check on self test due to broken black vibrator motor wire. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had missed label from side of insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.